Event description:
Patient called lvad rn with "controller fault" alarm. Lvad rn met with patient in ed. Log files sent off, confirmed that this alarm was due to internal battery being depleted. Controller exchanged and patient discharged from ed. FDA safety report ID # (B)(4).